Manufacturer narrative:
This complainant was filed as an MDR because the client who came for dialysis was (B)(6) and the injured health care worker (the patient in this medwatch report) who had suffered the needle stick injury is (B)(6). Due to unavailability of defective sample, we are unable to clarify the actual defect and cause for this complaint. We would like to encourage end-user to provide us the defective sample so that we can conduct an in-depth investigation. Review of device history record and preserved samples showed that no discrepancy was reported of similar defect or any defect that would affect the retraction performance of set. We believe that this might be related to end-user's usage method of the product.

Event description:
The employee (patient in this medwatch) was removing the needle from the client access and thought she had engaged the safety device. She then set it on the chair side table. When she had her hand near the table, somehow, the needle flipped up and scraped her right thumb puncturing her glove and skin, the employee went to the hospital for standard post exposure testing; the client was known to be (B)(6) and the employee was started on (B)(6). Client info: (B)(6), sex: male, (B)(6).

Event description:
The employee (patient in this medwatch) was removing the needle from the client access and thought she had engaged the safety device. She then set it on the chair side table. When she had her hand near the table, somehow, the needle flipped up and scraped her right thumb puncturing her glove and skin, the employee went to the hospital for standard post exposure testing; the client was known to be (B)(6) and the employee was started on (B)(6).

Manufacturer narrative:
This complainant was filed as an MDR because the client who came for dialysis was (B)(6) and the injured health care worker (the patient in this medwatch report) who had suffered the needle stick injury is (B)(6). Due to unavailability of defective sample, we are unable to clarify the actual defect and cause for this complaint. We would like to encourage end-user to provide us the defective sample so that we can conduct an in-depth investigation. Review of device history record and preserved samples showed that no discrepancy was reported of similar defect or any defect that would affect the retraction performance of set. We believe that this might be related to end-user's usage method of the product.